Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per sales rep, on (B)(6) 2016 the patient noticed a change in feeling of total knee. Surgery revealed broken insert posterior lateral. Removed insert and replaced with a cs insert knee stable.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports, patient history and clinical notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Per sales rep, on (B)(6) 2016 the patient noticed a change in feeling of total knee. Surgery revealed broken insert posterior lateral. Removed insert and replaced with a cs insert knee stable.